Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate therapies due to atrial fibrillation with rapid ventricular response. An alert was also observed for the capacitor charge time limit and the alert disappeared after the after a capacitor maintenance was performed successfully. The device was reprogrammed to prevent inappropriate therapies in the future.